Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases and one curved opening. Leak test and microscopic analysis were performed which identified one sharp crease opening and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp crease opening assessed as fold flaw opening.